Event description:
Eeg tech noted while replacing the leads noticed that the evd (external ventricular drainage) tubing had a slit in tubing leaking scant amount of csf (cerebrospinal fluid) above 3 way stop cock closets to the patient. Hemostat placed onto tubing of evd to stop leaking per rn [redacted name]. Neurosurgery to bedside to replace distal tubing set up. Patient taken to CT scan after replacement. Patient asymptomatic no change to vitals. Manufacturer response for evd tubing, evd tubing (per site reporter). [Redacted date] - incident reported to the rep., also requested RMA/mailer.